Event description:
It was reported that during a lap gastrectomy with a small incision, when the device was fired for a side-to-side anastomosis between the stomach and the duodenum at the 3rd stroke of the 2nd firing, '1' was displayed on the stroke count indicator though the device was fired properly until the 2nd stroke of the 2nd firing. After the knife was reversed with the 4th stroke and the jaws were released with the release button, staples in about 40mm length were formed and the staples of the distal part were not deployed. Some staples of the distal part of about 40mm length were almost unformed. Ntlc55 was used via the small incision to complete the case. There were no adverse consequences to the patient. The device was fired on the duodenum properly at the 1st firing. The thickness and the stiffness of the target tissue were regular. There was no unexpected resistance in closing the closing lever. The device was not fired on something hard such as a clip. Although there was no unexpected resistance at the 1st stroke of the 2nd firing, the firing force was higher than expected and there was unexpected resistance at the 2nd stroke of the 2nd firing. No damage on the target tissue was confirmed. The same device with another ecr60b was fired for closing the insert slot and the staples were formed as intended.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: what other color cartridges were used before and after this event? ---blue. Was buttressing material utilized? ---no. If so, which product? Were any unexpected noises heard? ---no. If so, when? Is there any other additional information you would like to share about this device or procedure? ---no.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr60b cartridge reload present. The cartridge reload was received fully fired and in good visual candition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the stroke count indicator worked as intended. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.